Manufacturer narrative:
One (1) used/damaged 4.5mmx19cm hps prebent polishing bur was returned to conmed for evaluation on 13-jun-2016. Visual inspection of the returned bur confirmed the reported breakage. Further inspection by the engineer, revealed that there was a presence of a weld on the tube; however, the shaft of the bur tips that is placed inside the tube prior to welding shows evidence that the weld did not penetrate fully to the bur tip. Also, the bur tip shows some discoloration due to heat, but there is no deformation of the metal as expected. The report further stated that although the root cause could not be determined, the process review does not show any deficiencies in the validated welding process as shown by the complaint review and pull test data. A dimensional review shows the dimensions were in specification and not the root cause for the lack of weld penetration. This lot with the UDI #(B)(4) was manufactured on 08-apr-2015. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that could have could or contributed to reported breakage. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device shows other than this complaint there has been no other similar report received. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). There have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary.

Manufacturer narrative:
As of this filing, the "used/damaged" 4.5mmx19cm hps prebent polishing bur has been returned from the user facility for evaluation on 20-may-2016. The investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The end-user facility reported that during use of the 4.5mm x 19cm hps prebent polishing bur in a right hip arthroscopy procedure, the bur broke in 3 pieces and that one of the pieces fell in the patient's hip. The broken piece was safely removed from the hip joint with no problems noted. Using another polishing bur, the procedure was completed with no further complications or patient injury. The (B)(6) female patient was discharged as per routine procedure for this type of surgery. This report is filed on the basis of potential injury with recurrence.